Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the component code 56-20080, lot v1315207 before the market release. No anomalies have been found. The component lot v1315207, manufactured in 2012, was comprised of 38 devices, subsequently packed in multiple batches of finished device code 99-56-20080. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received on these specific device lots. Technical evaluation the returned device, received on august 4, 2020, was examined by orthofix srl quality engineering department. The device was subjected to visual and dimensional check as per orthofix srl specifications. The visual check confirmed the problem notified. The returned device shows extensively corroded areas, with a relevant portion of the base metal missing and exfoliated. The device was then sent to an external laboratory for the chemical, mechanical and metallurgical verification of the raw material and failure analysis. The raw material analysis confirmed that the material composition is conforming to orthofix specification. The results of the analysis performed by the external laboratory evidenced presence of contaminants, such as chlorine, which are recognized as strongly aggressive against aluminium alloys (material of which the tl rings are composed). Medical evaluation: the information made available on the event, together with the results of the technical evaluation, were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On (B)(6), 2020: "this 28 year old patient obviously had a very severe open fracture of his left tibia 2 years ago. He has had an extensive tissue flap grafted on to the front of his leg. If the lymphatic system is damaged, liquids cannot return via any other route and the tissues swell up. A severe injury or a cancer operation that clears the lymphatic system can disturb the flow of lymph; in this case the soft tissues swell up. This can be a very difficult situation to treat and may last a long time. This is what has happened with this patient. Unfortunately the leg is continuing to swell from just below the knee. This has caused the soft tissues to swell up and press on the tl ring. The pressure causes the skin to break down and then the fluid leaks out. Clearly the properties of the fluid cause corrosion of the ring. So the fluid leakage is absolutely not a result of the external fixation; it is caused by the original injury and subsequent surgery. Normally the rings of a circular frame do not come in contact with the soft tissues". On (B)(6), 2020 with the results of the technical evaluation: "this ring has been exposed to body fluid leaking on to it over a long period, months. This would explain the presence of organic minerals. The reasonable suggestion by the distributor is that this ring was in a very unusual situation it that it was continually moistened by fluid leaking from the leg, because of the condition called lymphoedema. You can see very clearly in the image sent with the complaint that the ring is corroding where it is in contact with the patient's skin. It is a dreadful situation for this patient and in most countries he would be much better off with an amputation. Depending on his circumstances this may not be acceptable in south africa. If he is not insured he may not be able to afford a prosthesis. A below knee amputation would give him nearly normal function in a very short period, which he certainly does not have at present. As far as I can see from the 2 photos provided, the corrosion is only occurring in positions where the tissue fluid leaking from the patient's pin sites can contaminate the ring. This has happened over a long period. The corrosion is due to persistent continuous contact with a body fluid that is leaking from the patient. I suppose that it is possible for there to be a synergistic effect between the body fluids and a cleaning chemical. Normally the frames are designed so that this cannot happen, as the rings are not in direct contact with the patient, and most patients do not have lymphoedema. This is a very unusual case". Conclusion: the results of the technical evaluation concluded that the returned device was originally conforming to orthofix srl design specifications. The results of the analysis performed by the external laboratory evidenced presence of contaminants, such as chlorine, which are recognized as strongly aggressive against aluminium alloys (material of which the tl rings are composed). The medical evaluation evidenced as follows: "this ring has been exposed to body fluid leaking on to it over a long period, months. This would explain the presence of organic minerals. The reasonable suggestion by the distributor is that this ring was in a very unusual situation it that it was continually moistened by fluid leaking from the leg, because of the condition called lymphoedema. You can see very clearly in the image sent with the complaint that the ring is corroding where it is in contact with the patient's skin. It is a dreadful situation for this patient and in most countries he would be much better off with an amputation. Depending on his circumstances this may not be acceptable in south africa. If he is not insured he may not be able to afford a prosthesis. A below knee amputation would give him nearly normal function in a very short period, which he certainly does not have at present. As far as I can see from the 2 photos provided, the corrosion is only occurring in positions where the tissue fluid leaking from the patient's pin sites can contaminate the ring. This has happened over a long period. The corrosion is due to persistent continuous contact with a body fluid that is leaking from the patient. I suppose that it is possible for there to be a synergistic effect between the body fluids and a cleaning chemical. Normally the frames are designed so that this cannot happen, as the rings are not in direct contact with the patient, and most patients do not have lymphoedema. This is a very unusual case". Based on the available information orthofix can conclude that the observed problem is due to continuous contact of the truelok hex ring with body fluids in combination with cleaning chemicals. The analysis of the historical data evidenced that no other notifications have been received on devices belonging to this specific device lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: product code: unknown; batch number: unknown; quantity: 1; hospital name: (B)(6); surgeon's name: (B)(6); date of initial surgery: more than 2 years ago; body part to which device was applied: left tibia; surgery description: other (see event description). Patient information: 28 years, male; problem observed during: other (see event description); type of problem: no response received; event description: "pt undergoing tibial transport post free musculo -cutaneous flap. Suffering with expanding lymphedema that causes soft tissues touching the ring. Pt underwent 2nd revision / exchange for a larger diameter ring. Continuous serous fluid leak onto ring has completely corroded / dissolved the ring. This is the 2nd time this happened with this patient - suggestion of possible h2o2 was made. Patient does not use peroxide on his ring only chlorhexidine around wire and pin / skin interface". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Availability of copies of the x-ray images: no response received. Product is available for return. Patient current health condition: patient is well, no issues awaiting corticalization of regenerate. On (B)(6) 2020, orthofix srl received the following additional information: "this patient had a ring revised last year due to the same issue as this time. It was one ring only, the distal one. The previous ring was sent to orthofix and underwent a complete investigation. This patient has a serious case of lymphoedema and even after previous ring exchange his limb increased in size and started touching the new ring - same issue as last year. The increase in size caused the ring to be embedded in the soft tissue with laceration on the skin. As his treatment has not been finalised, his ring had to be exchanged again ( only the distal ring ) for a bigger size. This ring has the same erosion as the previous one - therefore it has been sent to orthofix. I am quite sure this is due to continuous serous leak onto the ring rather than any other chemical used ( patient never used peroxide ) I am also positive this is not due to a fault in the ring structure or manufacturing - it's just an interesting case. All patients surgeries were done under general or spinal anaesthesia I do not have the height and weight of the patient". Manufacturer reference number: (B)(4)

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix srl. Unfortunately also the code and the lot number have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be closed once the results of the technical evaluation are available. As soon as the results of the technical investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: product code: unknown. Batch number: unknown. Quantity: 1. Hospital name: (B)(6). Surgeon's name: dr (B)(6). Date of initial surgery: more than 2 years ago. Body part to which device was applied: left tibia. Surgery description: other. Patient information: (B)(6) years, male. Problem observed during: other. Type of problem: no response received. Event description: "pt undergoing tibial transport post free musculo -cutaneous flap. Suffering with expanding lymphedema that causes soft tissues touching the ring. Pt underwent 2nd revision / exchange for a larger diameter ring. Continuous serous fluid leak onto ring has completely corroded / dissolved the ring. This is the 2nd time this happened with this patient - suggestion of possible h2o2 was made. Patient does not use peroxide on his ring only chlorhexidine around wire and pin / skin interface". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Availability of copies of the x-ray images: no response received. Product is available for return. Patient current health condition: patient is well, no issues awaiting corticalization of regenerate. On july 7, 2020, orthofix srl received the following additional information: "this patient had a ring revised last year due to the same issue as this time. It was one ring only, the distal one. The previous ring was sent to orthofix and underwent a complete investigation. This patient has a serious case of lymphoedema and even after previous ring exchange his limb increased in size and started touching the new ring - same issue as last year. The increase in size caused the ring to be embedded in the soft tissue with laceration on the skin. As his treatment has not been finalised, his ring had to be exchanged again (only the distal ring) for a bigger size. This ring has the same erosion as the previous one - therefore it has been sent to orthofix. I am quite sure this is due to continuous serous leak onto the ring rather than any other chemical used ( patient never used peroxide ) I am also positive this is not due to a fault in the ring structure or manufacturing - it's just an interesting case. All patients surgeries were done under general or spinal anaesthesia I do not have the height and weight of the patient". Manufacturer reference number: (B)(4).